Manufacturer narrative:
Date of event is estimated. Further information requested but not yet received.

Event description:
It was reported that the patient's ipg had reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may be undertaken in the future.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2022 wherein the ipg was explanted and replaced to address the issue.

Manufacturer narrative:
The reported event of inoperable ipg was confirmed. As received, the battery voltage was below the elective replacement indication (eri) voltage threshold and the ipg had declared end of service (eos). The root cause of the reported observation was due to the implantable pulse generator (ipg) having normal battery depletion and reaching its normal end of life (eol).